Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient went to bed and her continuous glucose monitor (cgm) value was at 4.6 mmol/l. The patient¿s daughter found the patient passed out and the pump displayed sensor error. They called an ambulance, and the paramedics treated the patient with glucagon injection and checked her blood glucose (bg) which was 2.6 mmol/l while the pump had no readings. The patient stopped the insulin from the pump. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.